Event description:
It was reported that during a remote monitoring data review, it was observed that a battery depletion (bd) code had been declared by this subcutaneous implantable cardioverter defibrillator (s-ICD). The physician will perform a replacement procedure in the future, but a date has not been scheduled. At this time, this s-ICD remains implanted and in-service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to provide new information in sections b1 (adverse event/product problem), b2 (outcomes attrib to adv event), b5 (event description), d6b (explant date), h1 (type of reportable event), and h6 (impact codes).

Event description:
It was reported that during a remote monitoring data review, it was observed that a battery depletion (bd) code had been declared by this subcutaneous implantable cardioverter defibrillator (s-ICD). Recently, this device was surgically explanted and replaced to resolve the event. No additional adverse patient effects were reported. This s-ICD is expected to be returned for analysis.